Event description:
It was reported that a (B)(6) female patient, who's undergone (B)(6) with an unspecified (B)(6) on the right (B)(6) removal and replacement for unspecified reason on (B)(6) 2021. During the surgery, it was discovered that the right (B)(6) was (B)(6) . Subsequently, the patient underwent bilateral removal and replacement with the following devices: (right) (B)(6), catalog: 3505535bc lot: 9592625 sn: (B)(4) and (left) (B)(6) catalog: 3505535bc lot: 9607504 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material (B)(6) manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the device was a 350cc mentor memorygel breast implant (catalog: 3503501bc lot: 6413674 sn: (B)(6) and its date of implantation was on (B)(6) 2010. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 6, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two (2) parts. In addition, an area of shell abrasion was observed at the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (6000187). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).